Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Motor error occurred 2 times in the last 30 days. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window and display window, broken belt clip slot and minor scratched lcd window.